Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. Although requested, the battery pack has not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the battery pack from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. Once a new battery was installed and a manual self test run the AED was functioning as designed and could stay in service. As a follow-up with the customer, the proper maintenance of this device was reviewed.